Event description:
The account reported that the patient had an echocardiogram, colonoscopy and biospy. There was no results or findings provided by the account. The patient symptoms included dizziness and lightheadedness and decreased hypertensive drugs, the patient is reportedly off asa and received a low flow controller. The patient still has a minior gi bleed and will be closely monitored by doctors.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file data confirmed the reported low flow alarms associated with elevated average pi values; however, a specific cause for the low flow events could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. It was reported that the patient, who was implanted with a bridge to recovery indication on (B)(6) 2018, presented to the emergency department on (B)(6) 2018 with bloody stool. Interrogation of the patient¿s lvad was reportedly notable for three low flow alarms with elevated pi values. The customer indicated that the patient was likely dehydrated. The submitted controller event log file contained data from 06dec2018 9:08 am ¿ 07dec2018 2:33 pm and recorded a total of 37 low flow controller fault flags, only three of which lasted longer than ten seconds to result in transient low flow hazard alarms. The low flow events were associated with calculated average flow values of 2.3-2.4 lpm, which is just below the low flow hazard alarm limit threshold of 2.5 lpm. Additionally, the low flow events were associated with elevated calculated average pi values peaking at 11.1. Despite the captured low flow events, the system appeared to be operating as intended and the actual motor speed remained above the low speed limit for the duration of the log file. The submitted periodic log files contained data from 26nov2018 ¿ 07dec2018 and appeared to show the system operating as intended with no low flow events noted. The patient remains ongoing on mlp-010108 and no additional events have been reported at this time. The heartmate 3 left ventricular assist system instruction for use lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 months 20 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was recently implanted with the heart mate lll as a bridge to recovery in (B)(6) of 2018. The patient presented to the emergency department with bloody stool and after lvad interrogation it was found that the patient had a notable amount of low flow alarms and elevated pi events. Additional information was requested but not provided.